Manufacturer narrative:
(B)(4). Device is an instrument and is not implanted / explanted. Device is not expected to be returned for manufacturer review/investigation. Device evaluation/investigation could not be completed; no conclusion could be drawn as product was not returned to manufacturer. Device history records review could not be completed without lot number. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported that the distal end of a protection sleeve was bent. On (B)(6) 2017 a patient was implanted with a tibia nail. During the procedure, the protection sleeve did not permit the locking screw to pass through the cannula (center of the protection sleeve). The locking screw was removed and another protection sleeve that was in the set was used to complete the procedure. Upon inspection, the distal end of the sleeve was bent. There was no surgical delay. The procedure was successfully completed and patient outcome was reported as stable. Concomitant device reported: locking screw (part# unknown, lot# unknown, quantity: 1). This report is for one (1) 12.0mm/8.0mm protection sleeve 188mm. This is report 1 of 1 for (B)(4).